Event description:
Customer reported a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem after system was rebooted. System operates as intended.